Event description:
Reported via journal article. It was reported that patient death(s) occurred. This was a multicenter, prospective cohort study that included 3,096 patients from 39 centers in china, conducted between april 1, 2019, and october 31, 2020. Consecutive patients from each participating center who received the left atrial appendage (laa) closure device and were of legal age to provide informed consent were recruited in this registry. Patients who were participating in other trials, declined to provide informed consent, or refused to participate were excluded. Peri- and intraprocedural techniques and postprocedural medications were left to the operator's discretion. A total of 159 operators, with varying levels of experience implanting the device, participated in the study. Results: at 1 year, the composite endpoint of death, stroke, and systemic embolism occurred in 133 patients, consisting of 68 deaths, 52 ischemic strokes, 24 hemorrhagic strokes, and 4 systemic embolisms. Device related thrombus occurred in 45 patients. 10 patients experienced a transient ischemic attack. 10 patients had a peridevice leak of greater than 5mm. 39 patients were reported to experience a major bleeding event, and 47 patients were reported to have experienced a minor bleeding event.

Manufacturer narrative:
Section b1 adverse event/product problem: added product problem. B2 date of death - article publish date used as death date is unknown. B3 date of event - article publish date used as event date is unknown. D3 model number, d3 lot number, d4 expiration date, d4 unique identifier (UDI) # are unknown as the information was not provided in the literature article. D6a implant date was reported as (B)(6) 2019, through october 31, 2020. Literature citation: gao, c., su, f., liu, j., zhang, t., ning, z., yang, b., & record investigators. (2024). 1-year clinical outcomes and the impact of procedural configurations in left atrial appendage occlusion patients. Jacc: asia, 4(10), 777-790. Doi.org/10.1016/j.jacasi.2024.07.013.

Event description:
Reported via journal article: it was reported that patient death(s) occurred. This was a multicenter, prospective cohort study that included 3,096 patients from 39 centers in china, conducted between april 1, 2019, and october 31, 2020. Consecutive patients from each participating center who received the left atrial appendage (laa) closure device and were of legal age to provide informed consent were recruited in this registry. Patients who were participating in other trials, declined to provide informed consent, or refused to participate were excluded. Peri- and intraprocedural techniques and postprocedural medications were left to the operator's discretion. A total of 159 operators, with varying levels of experience implanting the device, participated in the study. Results: at 1 year, the composite endpoint of death, stroke, and systemic embolism occurred in 133 patients, consisting of 68 deaths, 52 ischemic strokes, 24 hemorrhagic strokes, and 4 systemic embolisms. Device related thrombus occurred in 45 patients. 10 patients experienced a transient ischemic attack. 10 patients had a peridevice leak of greater than 5mm. 39 patients were reported to experience a major bleeding event, and 47 patients were reported to have experienced a minor bleeding event.

Manufacturer narrative:
B2 date of death - article publish date used as death date is unknown. B3 date of event - article publish date used as event date is unknown. D3 model number, d3 lot number, d4 expiration date, d4 unique identifier (UDI) # are unknown as the information was not provided in the literature article. D6a implant date was reported as (B)(6) 2019, through (B)(6) 2020. Literature citation: gao, c., su, f., liu, j., zhang, t., ning, z., yang, b., ... & record investigators. (2024). 1-year clinical outcomes and the impact of procedural configurations in left atrial appendage occlusion patients. Jacc: asia, 4(10), 777-790. Doi.org/10.1016/j.jacasi.2024.07.013.